Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited loss of capture. No intervention was done. Patient death was reported there is no known allegation from a health care professional that suggests that the death was device related.